Manufacturer narrative:
(B)(4). Guide wire: pilot 200. Indication for use, coronary stent used in the periphery. There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). It should be noted the IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that 9 months prior the xience stent was implanted and is now noted to be stenosed. Using a femoral artery access approach approach during a procedure of the mildly calcified, peroneal artery, after pre-dilatation with a non-abbott balloon dilatation catheter (bdc) the xience pro stent delivery system (sds) was advanced but met resistance and could not cross the lesion. It was noted that after removal of the sds the stent strut was flared/bent. A second xience pro sds was used in the procedure and a third non-abbott stent was used overlapping the xience pro stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded this patient has a history of peripheral vascular disease and had been treated 9 months prior with xience stent placement in a narrowed segment of the peroneal artery. The patient required additional treatment for stenosis of the stent. Both the difficulty in advancement of the xience stent and the reported flare/bent of the stent strut could not be confirmed. Subsequent stenting of the artery and improvement in distal blood flow was seen.